Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Stryker determined that the battery was depleted due to the device being in a not ready state because of an expired electrode tray. This device was archived by stryker. The cause of the reported issue is user error due to improper maintenance.

Event description:
The customer contacted stryker to report that their device would not power on or provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on or provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.